Event description:
The guide was used in surgery. The doctor reported that the guide fit in the patient's mouth and he did not suspect a fit error or guide trajectory error. This was an immediate extraction case and the doctor created the treatment plan with a shorter implant to avoid the patient sinus. However, that resulted in the implant being in the extraction pocket so when the doctor placed implant #4 it did not engage bone. He removed the implant bone grafted and closed the patient. Local anesthesia was used for the procedure.

Manufacturer narrative:
Method: the guide is seated on the 3d printed dental model with anatomage regular 2.0 insert. Gauge pins are then seated in the insert to help visualize the trajectory of the guide. The assembly from step 1 is scanned and overlaid onto the treatment plan. Gauge pin trajectory is measured against implants positioned in the treatment plan. Axial center to center distance are taken at the implant(s) crest and implant(s) apex.